Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was presenting with signs of symptoms of hemolysis. Analysis of the log file captured routine events with no notable alarm conditions or parameter changes.

Manufacturer narrative:
Voluntary mw number (B)(4) was received 12sep2022 no further information was provided. The manufacturer is closing the file on this event.

Event description:
User facility medwatch received that states that the patient had hemoglobinuria and high lactic acid dehydrogenase (ldh) in the setting of international normalized ratio (inr) 1.1. Heparin nomogram was started and IV fluids were given to decrease the risk of pigment nephropathy. The patient was listed as status 3 for a heart transplant for lvad complication but if patient condition deteriorated the patient would undergo a heartmate 2 to heartmate 3 exchange. While waiting in the hospital as status 3, the hemoglobinuria resolved and the ldh returned to pre-admission baseline. The patient elected discharge rather than pursuing surgery and understood the risk of embolic event and hemolysis recurrence and agreed to lvad exchange if hemolysis recurred. Heparin was bridged to coumadin and the patient was discharged on aspirin (acetylsalicylic acid) 325 mg.

Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: a direct relationship between the device and the reported hemolysis could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6)2020 to (B)(6)2020 . The pump was set to a fixed speed of 9000 rpm and operated above the low speed limit of 8600 rpm for the duration of the log file. There were no atypical alarms and the log file appeared to show the system operating as intended. The account reported that the patient presented with signs and symptoms of hemolysis. Multiple attempts for additional information were requested from the customer; however, no further information was provided. The patient remains ongoing on vad support with no further issues reported. Hemolysis is listed as an adverse event that may be associated with the use of the heartmate ii lvas. The patient care and management section provides information on anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.